Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for gastrointestinal/ pelvic floor it was reported that the patient had a fall and since then they have noticed that they were using bladder more frequently than before. Patient also reported that when they saw their healthcare professional in february, their setting was 3.5 but now it is showing 1.3 on their patient programmer and that they have not checked ins until the day of the call .no further complications were noted or anticipated.